Event description:
It was reported that the customer's t:slim x2 pump battery would not charge, despite trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use an alternate form of insulin delivery while waiting for a replacement pump, which was sent by tandem technical support with updated software. Training was made available through their tandem source account, and the customer was instructed on how to return the defective pump.